Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reports to have experienced buttons not responding. Customer's blood glucose was 323 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.